Manufacturer narrative:
H3: device evaluated by mfg: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, an advance 14 lp low profile balloon catheter¿s balloon ruptured at eighteen atmospheres. The patient had a history of atherosclerosis. A handwritten note on a photo of the device package, provided by the customer, states ¿severe¿, ¿at¿, and ¿ather¿. There has been no report of any adverse effects to the patient. Upon return and initial evaluation of the device, a rupture was not noted; however, additional information has been requested. During the same procedure, another cook balloon also ruptured. That event will be reported under patient identifier (B)(6).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unspecified procedure, an advance 14 lp low profile balloon catheter¿s balloon ruptured at eighteen atmospheres. The patient had a history of atherosclerosis. A handwritten note on a photo of the device package, provided by the customer, states ¿severe¿, ¿at¿, and ¿ather¿. There has been no report of any adverse effects to the patient. Upon return and initial evaluation of the device, a rupture was not noted. During the same procedure, another cook balloon also ruptured. That event was reported under patient identifier (B)(6). Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The balloon was able to be inflated and stayed inflated to eighteen atmospheres. No leak or rupture was noted. It is possible that the user returned the incorrect device to cook; however, the customer did not reply to cook¿s questions. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on six devices from a sub-assembly lot; however, all affected product was scrapped prior to release from cook. A review of complaint history found no additional complaints for the final or sub-assembly lots. The customer followed relevant instructions in the IFU (instructions for use). A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Although one relevant non-conformance was noted on a sub-assembly lot, all non-conforming product was scrapped prior to release from cook, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. Although it is possible that the user returned the wrong device to cook (as a leak or rupture was not found), this cannot be confirmed, as the customer did not reply to cook¿s questions. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.